Event description:
The initial reporter complained of an erroneous low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 1.88 miu/ml. This result was reported outside of the laboratory where it was questioned by the physician as the patient is pregnant. The repeat result was 5966 miu/ml. The customer stated qc results were acceptable. No adverse event occurred. The hcg + b reagent lot number was 32944600 with an expiration date of 30-sep-2019. The field service engineer (fse) visited the customer site and did not identify any issues. Alignments were checked and instrument performance test results were within specifications. The customer ran calibration and qc with acceptable results. The customer's calibration and qc were acceptable. The customer used 13 mm sample tubes. It is not known if rack adapters were used. Rack adapters need to be used with 13 mm sample tubes. A sample short alarm was observed on the alarm trace data from the day of the event. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.